Event description:
A user facility registered nurse reported that a dialyzer blood leak occurred within minutes of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed in the hanson tubing. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were not used because the leak was visually observed. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Corrections: b5, h6

Event description:
A user facility registered nurse reported that a dialyzer blood leak occurred within minutes of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed in the hanson tubing. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were not used because the leak was visually observed. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination, what appeared to be a kinked and looped fiber was observed at approximately 335° with the ports at 0° on the non-cavity ID end. Upon extraction of the fiber bundle, the previously observed kinked and looped fiber was identified to be two potted fiber fragments measuring approximately 3.5 inches and 4.0 inches in length above the pu. The opposing ends were not identified. There was no other damage or irregularities noted on the returned sample. The dialyzer was not subjected to a leak test as looped fibers/potted fiber fragments are known to impact the integrity of the dialyzer and result in an internal leak. During the lot history review it was noted that there was no other complaint reported against the lot. A review of the production record was performed. There was one unrelated approved temporary dn noted on the lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility registered nurse reported that a dialyzer blood leak occurred within minutes of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed in the hanson tubing. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were not used because the leak was visually observed. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.